Event description:
During an angioplasty procedure of a lesion located in the femoral artery (side unknown) this balloon burst, when inflated with a syringe. The pt was a male. Access to the pt was made in the femoral artery. The physician had no difficulty accessing the lesion with a guidewire, or crossing the lesion with a balloon. After the balloon burst, it was safely removed from the pt, and another optapro balloon was used to successfully complete the procedure. There was no reported injury to the pt. As per the qualrap, no additional information is available.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.